Event description:
A caller reported that they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The issue, which had occurred on a previous date, was resolved by the customer who changed the infusion set and cartridge, allowing them to successfully resume insulin use.